Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Based on limited information and no product returned, the most likely root cause as to what caused the flush portion to come off the catheter was undeterminable.

Event description:
It was reported that when the physician was advancing the trapliner, the flush portion completely came off the shaft. No further complications were reported. Associated to MDR 2134812-2020-00031 trapliner.

Manufacturer narrative:
One unit of trapliner model 5566 was returned to vsi for evaluation. On inspecting the unit, blood particulates were found along the length of the catheter shaft. The trapliner was broken into two parts with a snap confirmed at the ribbon weld joint proximal to the half pipe. A manufacturing record review was completed and no related nonconformances were found. The IFU precautions, "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result." Based on the information and product evaluation, the most likely root cause for the separation is operational context and unintended user error.